Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen for a routine follow-up and in situ testing revealed multiple channels with high impedance. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a routine follow-up when multiple channels with high impedance were noticed.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2022.

Event description:
The user was seen for a routine follow-up and in situ testing revealed multiple channels with high impedance. The user will be re-implanted in (B)(6) 2022.